Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with no damage observed on the pump. Event log history was performed and indicated that two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. During analysis, the customer's concern regarding failed calibration was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However, delivery accuracy testing on the pump found the pumps delivery to be slightly negative. Service will replace the pump's expulsor as a preventive measure, in order to bring the delivery into more nominal of a range. Simulated use testing found the latch lock difficult to operate. Service will replace the latch lock as a preventive measure due to its difficult operation. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during routine testing, a smiths medical cadd legacy pump failed accuracy (-7.25%). No patient was involved in this event. No adverse effects were reported.